Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130mg/dl fasting. Verified test strips expire 10/23/2016. Customer's test strips are being stored in his vehicle and opened vial date is over four months ago. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned with the lo results in the meter's memory the customer date and time on the meter is incorrect.